Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test and self test. However, pump error 63 alarm confirmed in the pump history (variable info = 3) due to broken trace at pin 1, u1 keypad assembly. No pump error 4 noted in formatted history or during testing.

Event description:
The customer reported via phone call that the insulin pump had a multiple insulin pump error alarms. The customer¿s blood glucose level was 174 mg/dl. The customer was able to successfully clear the alarm. The customer was unable to complete insulin pump rewound. Customer stated that they performed self tets and the test was passed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.